Event description:
The user facility reported that during a transurethral resection of the prostate (turp) procedure, the ceramic tip of the device broke off and fell inside the pt. The physician dilated the pt and retrieved the broken pieces using a forceps. The procedure was successfully complete using a different device. No pt injury was reported.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. If add'l info is received at a later time, this report will be supplemented.